Event description:
The customer reported that the alarm did not alarm properly at the patient information center ix (pic ix) alarm asystole on (B)(6) 2022 02:45. The device was in use at time of event and patient death was reported. Refer to mfg report (B)(4) for death report.